Manufacturer narrative:
G2: country of origin is japan. H3: product analysis of 9560524, lot# my21e001: during the inspection, deformation of the handle screw threads, breakage of the bearing, and deterioration of the cable and joint were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a product used for spinal ther apy. It was reported that the wire was broken and arm was not secure. There was no patient involvement reported and no further complications reported regarding the event.